Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device found that one jaw was bent, the clevis arms bent and the biopsy needle bent. Functionally, the device jaws would open properly, however, they could not close completely due to the bent jaw, needle and clevis arms. No abnormalities were noted with the device riveting and welding which were within specifications. The condition of the returned incident device was consistent with the complaint that the jaws were bent and would not close. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot (B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a stomach biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, two biopsy bites were taken but only the mucousa was obtained. The forceps was removed it was noticed that the upper jaw was bent sideways and would not close properly. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. Reportedly the device was not inspected/tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well and stable.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps large capacity was used during a stomach biopsy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, two biopsy bites were taken but only the mucousa was obtained. The forceps was removed it was noticed that the upper jaw was bent sideways and would not close properly. The procedure was completed with another radial jaw 4 single use biopsy forceps large capacity device. Reportedly the device was not inspected/tested prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be well and stable.